Manufacturer narrative:
The complaint of foreign matter on the 20g insyte autoguard was not confirmed as the only material observed on the returned sample was lubrication. The drops of lubrication may have been concerning to the customer, but the non-foreign matter is intended to be present on the catheter. As the condition of the returned sample was within specification, no additional action was taken. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation findings indicate that this is not an MDR reportable event.

Event description:
No additional information.

Event description:
It was reported that insyte autog bc global pnk 20ga x 1.0in has foreign matter at the end of the catheter. The following information was provided by the initial reporter: the complaint states that the catheter is defective as the beveled cap has a foreign element (looking as glue or plastic) which could be removed during the injection to the patient. No patient was connected as the defect was seen before use. A sample is also available and will be sent to you once we receive acknowledge from the reporter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.